Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. However, a photo investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector p50j leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: one sample was received for evaluation. Upon visual examination, no anomaly or leak was found therefore the leak between the spike and spike port could not be verified. A device history record could not be evaluated as the lot number is unknown. During assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages. Based upon the visual inspection of the sample received and the investigation, we were unable to determine the root cause for this incident. No additional corrective action is required at this time. All components of connector c100, except the membrane, are molded in nolato supplier. After molding, the components are assembled in s. Agustín plant. Visual inspection of the device is performed during assembly and packing process, to verify that the device is properly assembled and free of damages or particles. Inspections in manufacturing area: during assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages (procedure (B)(4)). The operator takes 24 samples for each 1.000 units and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator according to (B)(4). Eight samples are taken for visual inspections (2 strips) to verify the quality of the blisters. On the other hand, 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product (free of damages, f.m). In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. Leakage test is performed in all lots according to (B)(4).

Manufacturer narrative:
The initial MDR reported an incorrect material number. Material number has been updated to #515310. Medical device brand name: bd phaseal¿ infusion adapter c100j. Medical device catalog #: 515310. Unique identifier (UDI) #: (B)(4).